Event description:
On (B)(4) 2014, 9 complaints were reported to lifecell by (B)(6) after a retrospective review to support a publication on his results with strattice and 2 other non lifecell synthetic products. This complaint is associated with patient #7. A female patient with a bmi of (B)(6) and comorbidities including radiation post mastectomy and prior surgeries (mastectomy on (B)(6) 2010 and a tissue expander/implant exchange on (B)(6) 2011). On (B)(6) 2013, the patient underwent a unilateral (left) breast revision due to capsular contracture and prosthesis dislocation with a lifecell device receiving a 400 g implant. On (B)(6) 2014 (4 months post op), the patient was diagnosed with mastitis and erythema and was treated with antibiotics; differential diagnosis was reported as 'response to strattice'. Histopathology revealed reddened breast (mastitis), possible implant infection and decreasing inflammatory factors. On (B)(6) 2014 (8 months post op), the patient returned with wound dehiscence and visible implant. The surgeon performed secondary ablation and skin excision. The implant and device were explanted from the left breast. On (B)(6) 2014 (following the explantation of the breast implant and lifecell device), the patient returned with a wound healing disturbance. The surgeon performed a secondary suture.

Manufacturer narrative:
Method of evaluation: review of information reported to lifecell. Review of the device history record for lot s11223. Review of the lifecell complaint management system. Results of evaluation: histopathology revealed reddened breast (mastitis), possible implant infection and decreasing inflammatory factors. Investigation into lot s11223 resulted in no remarkable findings, including acceptable sterilization and no deviations or nonconformances revealed during processing with product or patient impact. A query of the complaint management system on (B)(4) 2014 revealed no similar complaints against lot s11223. As of (B)(4) 2014, all (B)(4) devices from lot s11223 released to finished goods have been distributed, including (B)(4) devices reported as implanted. Lot s11223 met all qc release criteria. Conclusion: device not returned. Internal investigation resulted in no remarkable findings, including all 585 devices distributed with no similar complaints reported against lot s11223 and no deviations or nonconformances revealed during processing with product or patient impact. While infection was suspected and antibiotics were administered, infection was not confirmed. Although the standard of care consisted of surgical intervention to remove all implanted products to treat the suspected infection and wound dehiscence, based on the reported information, including the device being in place for 4 months prior to the development of the suspected infection and in place for 8 months prior to the explantation of the device, the patient's condition and contributing factors and the internal investigation into lot s11223 with no remarkable findings, the suspected infection and wound dehiscence is unlikely related to the lifecell device. The patient continued to experience wound healing complications after the implant and the device were explanted. The explanted device was discarded. No product or clinical specimens were returned to lifecell for evaluation. Explanted device discarded by physician.

Manufacturer narrative:
The investigation and conclusion remains unchanged, refer to initial report. Explanted device discarded by physician.

Event description:
This report is a follow up report to the original report emdr 1000306051-2014-00151 to report additional information received by the physician. Refer to the initial report for the original event description. Additional information was received on 10/1/2014: the physician was unable to provide a conclusion as to whether he believed that the lifecell device contributed to the complications reported. All patients were treated peri- and postoperatively with antibiotics. The antibiotic therapy is usually continued until the 11th day post surgery. This patient had 2 drains placed (axillary and subpectoral). Total volume drained: 115 ml. No cultures taken.